Manufacturer narrative:
(B)(4. Concomitant medical products: 00630505832 ¿ xlpe liner ¿ 62047785, 00801803202 ¿ cocr head ¿ 62087651, 00771101120 ¿ m/l taper stem ¿ 61986056, 00625006520 ¿ bone screw ¿ 62048556, 00625006515 ¿ bone screw ¿ 62061677. Reported event was confirmed by review of medical records noting proximal femoral and posterior superior acetabular edge osteolysis. Hazy fluid was found along with thickening of the pericapsular tissue and avascular fibrotic tissue. Areas of debris were noted along the rim of both the acetabulum and femur which were avascular. The head and stem were noted to be dissociated, and rings of fretting debris on both components. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 -2016 -03295, 0001822565 -2016 -01835, 0002648920-2016-03294.

Event description:
It was reported that patient underwent a right hip revision approximately 3 years post implantation due to pain, elevated metal ion levels pseudotumor, trunniosis, poly wear and osteolysis. Attempts have been made and additional information on the reported event is unavailable at this time.